Manufacturer narrative:
A review of the mfg records for the device has been conducted. A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specs. Type ii endoleak. Add'l devices also involved in this event include: pxc201200/7625634, pxc201200/7405937, pxa230300/7512757. According to the gore excluder aaa endoprosthesis instructions for use, type ii endoleaks are a known risk factor for endovascular treatment of abdominal aortic aneurysms.

Event description:
On (B)(6) 2010, the pt underwent treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis and a cardiomems device. The pt tolerated the procedure. On (B)(6) 2010, the pt underwent an angiogram which confirmed a type ii endoleak originating from the right iliolumbar artery. There was no aneurysm enlargement and there is no reintervention planned. The pt is asymptomatic. The physician is going to monitor the pt.